Event description:
It was reported that 3 bd connecta¿ stopcocks leaked blood from cracks in their taps. The following information was provided by the initial reporter: "in 3 different occasions, during administering propofol, they noticed a crack in the tap that caused the drug to leak and blood return. They didn¿t keep used/defect sample."

Manufacturer narrative:
H6: investigation summary: a complaint of component damage was received from the customer. No photos or samples were returned for investigation. A device history record review was completed by our quality engineer team for provided lot number 0006087. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd connecta¿ stopcocks leaked blood from cracks in their taps. The following information was provided by the initial reporter: "in 3 different occasions, during administering propofol, they noticed a crack in the tap that caused the drug to leak and blood return. They didn¿t keep used/defect sample."